Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented via merlin.net. The pulse generator exhibited oversensing far r waves with inappropriate automatic mode switch episodes. The device was reprogrammed. No patient symptoms were reported.